Manufacturer narrative:
Insulin pump received with broken battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that there was a crack near battery compartment edge. The customer¿s blood glucose was 95 mg/dl. The insulin pump will be returned for analysis.